Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40e1d, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was collapsed. When the clip was fired, it is malformed several times. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r92y6u. Device analysis: the analysis results found that the msm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed 18 clips as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the feeding incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number (r92y6u), and no non-conformances were identified.